Event description:
The pt's device was explanted due to a skin flap infection. Pt did not receive a replacement implant. No further info was made available regarding this pt who resides and was implanted outside of the USA. This is the final report.